Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient experienced symptom relief only when the hcp gave a bolus of baclofen. The patient would then revert back to a state of "fast heartbeat, sweating, foaming around his lips, muscle tone tightening, tremors, less talkative, larger pupils, sounds like marbles in the mouth when speaking and bladder control issues." The hcp planned to wean patient from baclofen, but the patient's mother felt the patient needed the baclofen, therefore "they began dose increases again."